Event description:
Pt reported the infusion device always displays an e4 (occlusion) error message when the insulin cartridge is at the same position of 20.0 units of insulin remaining. Pt reported being unable to clear the e4. Pt stated, the infusion device's piston rod is completely delivered and there is no more insulin available. Pt reported the infusion device did not display an error e1 (cartridge empty) error message. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.